Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 34-year-old female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal. Previously administered products included for an unreported indication: ortho patch from 2010 to 2014. Concurrent conditions included body mass index normal, nulliparous, premenopause, allergic rhinitis, postoperative pain, postoperative infection and uterine fibroid. Family history included breast cancer (aunt/grandmother(paternal)), diabetes mellitus (father), heart disease, unspecified (father), hyperlipidemia (father/mother), hypertension (father/mother), myocardial infarction (father/uncle) and skin carcinoma (aunt/grandmother(maternal)). Concomitant products included nsaid's since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, 9 months 7 days after insertion of essure, the patient experienced device expulsion ("malposition of essure, device location of device: uterus / migration of essure device location of device: uterus"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy, fulguration of endometriosis) and surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, device expulsion, menstrual disorder, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown, the genital haemorrhage and dysmenorrhoea had resolved and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure successfully occluded ultrasound scan - on an unknown date: atrophic endometrium of 3 mm and 2 fibroids. On (B)(6) 2014, pathology report showed the uterine corpus is 8 x 6x 4 cm. The fallopian tubes are each 8 cm long with diameter of 0.9 cm and are grossly normal appearing at the fimbriatted end of left ovary there is am attached partly cystic nodule up to 1cm in diameter. The uterine serosa is smooth pink and glistening. The ectocervix is smooth and pink-purple with an ovoid 0.5 cm in diameter os. The endocervical cavity is stenotic at the lower uterine segment and it contains a small amount of dark red blood. The endometrial cavity is stenotic. The cavity has a slight bicornuate appearance with each cornu together the lumen is stenotic. The endometrium is 50ft and pink-tan, measuring up to 0.1 cm in thickness and is free of polyps. The myometrium is firm and grey-pink, measuring up to 1.3 cm in thickness and contains several firm bulging grey-pink whorled nodules. The largest measuring 1.4 cm in diameter. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal bleeding and abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2018: pfs received : concomitant drug was added. Added event depression, mental anguish. Updated onset date. Updated outcome of the event pain from unknown to recovering. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 33-year-old female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. * on (B)(6) t2014, pathology report showed the uterine corpus is 8 x 6x 4 cm. The fallopian tubes are each 8 cm long with diameter of 0.9 cm and are grossly normal appearing at the fimbriatted end of left ovary there is am attached partly cystic nodule up to 1cm in diameter. The uterine serosa is smooth pink and glistening. The ectocervix is smooth and pink-purple with an ovoid 0.5 cm in diameter os. The endocervical cavity is stenotic at the lower uterine segment and it contains a small amount of dark red blood. The endometrial cavity is stenotic. The cavity has a slight bicornuate appearance with each cornu together the lumen is stenotic. The endometrium is 50ft and pink-tan, measuring up to 0.1 cm in thickness and is free of polyps. The myometrium is firm and grey-pink, measuring up to 1.3 cm in thickness and contains several firm bulging grey-pink whorled nodules. The largest measuring 1.4 cm in diameter. Previously administered products included for an unreported indication: ortho patch from 2010 to 2014. Concurrent conditions included body mass index normal, nulliparous, premenopause, allergic rhinitis, postoperative pain, postoperative infection and uterine fibroid. Family history included breast cancer (aunt/grandmother(paternal)), diabetes mellitus (father), heart disease, unspecified (father), hyperlipidemia (father/mother), hypertension (father/mother), myocardial infarction (father/uncle) and skin carcinoma (aunt/grandmother(maternal)). Concomitant products included nsaids since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 16 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("malposition of essure, device location of device: uterus / migration of essure device location of device: uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen) and surgery (endometrial ablation and total laparoscopic hysterectomy with bilateral salpingectom,cystoscopy,fulguration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, uterine haemorrhage, device expulsion, menstrual disorder, depression and anxiety outcome was unknown, the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed that the essure successfully occluded. Ultrasound scan - on an unknown date: results: atrophic endometrium of 3 mm and 2 fibroids. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal bleeding and abnormal uterine bleeding, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2019: pfs received : new event abdominal pain were added. Treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal. Previously administered products included for an unreported indication: ortho patch from 2010 to 2014. Concurrent conditions included body mass index normal, nulliparous, premenopause, allergic rhinitis, postoperative pain, postoperative infection and uterine fibroid. Family history included breast cancer (aunt/grandmother(paternal)), diabetes mellitus (father), heart disease, unspecified (father), hyperlipidemia (father/mother), hypertension (father/mother), myocardial infarction (father/uncle) and skin carcinoma (aunt/grandmother(maternal)). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure, device location of device: uterus"), genital haemorrhage (seriousness criterion medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy, fulguration of endometriosis) and surgery (endometrial ablation). Essure was removed on 23-oct-2014. At the time of the report, the device dislocation, device expulsion, uterine haemorrhage, pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on 24-apr-2014: confirmed that the essure successfully occluded ultrasound scan - on an unknown date: atrophic endometrium of 3 mm and 2 fibroids. On 23oct2014, pathology report showed the uterine corpus is 8 x 6x 4 cm. The fallopian tubes are each 8 cm long with diameter of 0.9 cm and are grossly normal appearing at the fimbriatted end of left ovary there is am attached partly cystic nodule up to 1cm in diameter. The uterine serosa is smooth pink and glistening. The ectocervix is smooth and pink-purple with an ovoid 0.5 cm in diameter os. The endocervical cavity is stenotic at the lower uterine segment and it contains a small amount of dark red blood. The endometrial cavity is stenotic. The cavity has a slight bicornuate appearance with each cornu together the lumen is stenotic. The endometrium is 50ft and pink-tan, measuring up to 0.1 cm in thickness and is free of polyps. The myometrium is firm and grey-pink, measuring up to 1.3 cm in thickness and contains several firm bulging grey-pink whorled nodules. The largest measuring 1.4 cm in diameter. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal bleeding and abnormal uterine bleeding, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc on (B)(6) 2018: no new clinical infiormation incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. A66678, a66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal. Previously administered products included for an unreported indication: ortho patch from 2010 to 2014. Concurrent conditions included body mass index normal, nulliparous, premenopause, allergic rhinitis, postoperative pain, postoperative infection and uterine fibroid. Family history included breast cancer (aunt/grandmother(paternal)), diabetes mellitus (father), heart disease, unspecified (father), hyperlipidemia (father/mother), hypertension (father/mother), myocardial infarction (father/uncle) and skin carcinoma (aunt/grandmother(maternal)). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("malposition of essure, device location of device: uterus"), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstrual disorder ("abnormal menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy,cystoscopy,fulguration of endometriosis) and surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, uterine haemorrhage, pelvic pain, menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown and the genital haemorrhage and dysmenorrhoea had resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: confirmed that the essure successfully occluded ultrasound scan - on an unknown date: atrophic endometrium of 3 mm and 2 fibroids. On (B)(6) 2014, pathology report showed the uterine corpus is 8 x 6x 4 cm. The fallopian tubes are each 8 cm long with diameter of 0.9 cm and are grossly normal appearing at the fimbriated end of left ovary there is am attached partly cystic nodule up to 1cm in diameter. The uterine serosa is smooth pink and glistening. The ectocervix is smooth and pink-purple with an ovoid 0.5 cm in diameter os. The endocervical cavity is stenotic at the lower uterine segment and it contains a small amount of dark red blood. The endometrial cavity is stenotic. The cavity has a slight bicornuate appearance with each cornu together the lumen is stenotic. The endometrium is 50ft and pink-tan, measuring up to 0.1 cm in thickness and is free of polyps. The myometrium is firm and grey-pink, measuring up to 1.3 cm in thickness and contains several firm bulging grey-pink whorled nodules. The largest measuring 1.4 cm in diameter. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal bleeding, abnormal uterine bleeding, most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot numbers, stop date updated, treatment drugs, historical drugs and conditions, concomitant drugs and conditions, new events vaginal haemorrhage, menorrhagia, device expulsion, dysmenorrhea and uterine haemorrhage added. Outcome for the events genital haemorrhage and dysmenorrhoea added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), genital haemorrhage ('heavy bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 33-year-old female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. On (B)(6) 2014, pathology report showed the uterine corpus is 8 x 6x 4 cm. The fallopian tubes are each 8 cm long with diameter of 0.9 cm and are grossly normal appearing at the fimbriatted end of left ovary there is am attached partly cystic nodule up to 1cm in diameter. The uterine serosa is smooth pink and glistening. The ectocervix is smooth and pink-purple with an ovoid 0.5 cm in diameter os. The endocervical cavity is stenotic at the lower uterine segment and it contains a small amount of dark red blood. The endometrial cavity is stenotic. The cavity has a slight bicornuate appearance with each cornu together the lumen is stenotic. The endometrium is 50ft and pink-tan, measuring up to 0.1 cm in thickness and is free of polyps. The myometrium is firm and grey-pink, measuring up to 1.3 cm in thickness and contains several firm bulging grey-pink whorled nodules. The largest measuring 1.4 cm in diameter. Previously administered products included for an unreported indication: ortho patch from 2010 to 2014. Concurrent conditions included body mass index normal, nulliparous, premenopause, allergic rhinitis, postoperative pain, postoperative infection and uterine fibroid. Family history included breast cancer (aunt/grandmother(paternal)), diabetes mellitus (father), heart disease, unspecified (father), hyperlipidemia (father/mother), hypertension (father/mother), myocardial infarction (father/uncle) and skin carcinoma (aunt/grandmother(maternal)). Concomitant products included nsaids since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 16 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("malposition of essure, device location of device: uterus / migration of essure device location of device: uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen) and surgery (endometrial ablation and total laparoscopic hysterectomy with bilateral salpingectom,cystoscopy, fulguration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, menstrual disorder, depression and anxiety outcome was unknown, the genital haemorrhage, uterine haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed that the essure successfully occluded. Ultrasound scan - on an unknown date: results: atrophic endometrium of 3 mm and 2 fibroids. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal bleeding and abnormal uterine bleeding, lot number:a66678, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device'), genital haemorrhage ('heavy bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in a 33-year-old female patient who had essure (batch no. A66678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal. On (B)(6) 2014, pathology report showed the uterine corpus is 8 x 6x 4 cm. The fallopian tubes are each 8 cm long with diameter of 0.9 cm and are grossly normal appearing at the fimbriatted end of left ovary there is am attached partly cystic nodule up to 1cm in diameter. The uterine serosa is smooth pink and glistening. The ectocervix is smooth and pink-purple with an ovoid 0.5 cm in diameter os. The endocervical cavity is stenotic at the lower uterine segment and it contains a small amount of dark red blood. The endometrial cavity is stenotic. The cavity has a slight bicornuate appearance with each cornu together the lumen is stenotic. The endometrium is 50ft and pink-tan, measuring up to 0.1 cm in thickness and is free of polyps. The myometrium is firm and grey-pink, measuring up to 1.3 cm in thickness and contains several firm bulging grey-pink whorled nodules. The largest measuring 1.4 cm in diameter. Previously administered products included for an unreported indication: ortho patch from 2010 to 2014. Concurrent conditions included body mass index normal, nulliparous, premenopause, allergic rhinitis, postoperative pain, postoperative infection and uterine fibroid. Family history included breast cancer (aunt/grandmother(paternal)), diabetes mellitus (father), heart disease, unspecified (father), hyperlipidemia (father/mother), hypertension (father/mother), myocardial infarction (father/uncle) and skin carcinoma (aunt/grandmother(maternal)). Concomitant products included nsaids since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), 16 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("malposition of essure, device location of device: uterus / migration of essure device location of device: uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstruation") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (acetaminophen) and surgery (endometrial ablation and total laparoscopic hysterectomy with bilateral salpingectom, cystoscopy,f ulguration of endometriosis). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device expulsion, menstrual disorder, depression and anxiety outcome was unknown, the genital haemorrhage, uterine haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: confirmed that the essure successfully occluded. Ultrasound scan - on an unknown date: results: atrophic endometrium of 3 mm and 2 fibroids. Concerning the injuries in the case, the following ones were described in patient's medical records: abnormal bleeding and abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome for pain changed to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("abnormal menstruation"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available) hysterosalpingogram on (B)(6) 2014 confirmed that the essure successfully occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.